Event description:
I am on oxygen 24/7. I have been for several yrs. Concentrator at home is acceptable. Portable tanks I carry to meetings, dinners, movies have been useless. In (B)(6) 2011 may be (B)(6) 2011. They never have shown as "full" although the people at "(B)(4)" say that's normal. Lately, the oxygen in the 3-4 hour tank lasted as little as 1/2 hr one time only 10 minutes. I always drive for replacements, so (B)(4) provides minimal service. Dates - (B)(6) 2011. Problem seems to be cheap washers which disintegrate in less than 1 hour. This is a recent problem. Other customers have same problem. Reason for use: copd. (B)(6). Workers in (B)(6) who know me, say that other users have same complaint re washers. Have phoned (B)(6) in (B)(6). Couple of times. (B)(6), who answers phone says there is no one in authority to talk to me.